Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: e1; h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopy examination using the cv-1500, the image suddenly stopped moving. Shortly before this, an error appeared stating that the connecting section was not dried (error number unknown). It was responded by moving it and reinserting the endoscope. The examination was continued and completed with the product as is. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The device was not returned to the regional service center nor to the regional investigation center; therefore, the subject device was not evaluated, and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.